Manufacturer narrative:
Should this device be returned and analyzed this event will be updated.

Event description:
Boston scientific received information that during the follow up of this pulse generator (pg) it was not possible to interrogate the device as the device had triggered end of life (eol). It was also noted that this patient had a slow ventricular rate the device was finally interrogated when a magnet was applied and therapy was available. It was confirmed that the device was not suspected to have depleted prematurely. The device was explanted and has not been returned. No adverse patient effects were reported.